Manufacturer narrative:
Mwr-24112020-0000848759, is being voided as it was discovered to be a duplicate of mwr-08072020-0000762045. Any follow ups will be submitted under mwr-08072020-0000762045.

Manufacturer narrative:
Product complaint # (B)(4). Dmf# - 13704, trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address suspected loosening of the tibial component at the cement to implant interface. Depuy cement was used. Confirmed to be grosely loose with no cement adherence to the backside of the implant. Pitting was observed on the poly insert. Revised to rp revision attune tray and sleeve and stem. Bmi 40.9. No further patient information available. Doi: (B)(6) 2017, dor: (B)(6) 2020, left knee.